Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Unit functioned properly. Unit received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 800 mg/dl. The customer mentioned that they were vomiting and had a cold. The customer was treated for their blood glucose with insulin drip. The customer was unsure what caused the high blood glucose levels. The customer mentioned that their insulin pump was not working right but did not have sets with them to troubleshoot the issue. The customer returned the product back for analysis.